Event description:
The customer reported that the olympus powerseal displayed an incomplete seal cycle error during a therapeutic nephrectomy procedure. Reportedly, the procedure was continued using a back-up olympus device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure (incomplete seal cycle error) was not confirmed. According to the investigation, device was functionally tested and passed all tests. The root cause could not be identified. According to the investigation, the device jaws were able to open and close as intended, the lock function worked, the blade extended and retracted and was sharp. The device was plugged into an esg-400 generator and was able to complete a seal cycle multiple times in a row without errors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.